Event description:
During one of these processes the technician's attention was diverted and her arm was caught in the upper belt intake area. The motorized viewer shut off automatically. Once the viewer was stopped, the tech was able to remove her arm. The tech reported "soft tissue damage" (bruising) to her arm. Her arm was placed in a sling. She missed two days of work before returning to normal duties. The technician's injury has since resolved completely. The device is labeled using international symbology warning user to be aware of the danger of getting hands caught in the moving parts of the device.